Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(6).

Event description:
Per medsun report: the sheath was inserted into an arterial-venous dialysis fistula when the valve portion separated from the tube portion. This resulted in immediate bleeding from the now-tube. A previously inserted guidewire allowed a quick replacement of the sheath and the procedure continued. Additional information provided by the reporter: during a fistulogram/dialysis access intervention with stent placement procedure, there were multiple insertions of what was believed to be a 6-6.5 mm angioplasty over the wire balloon (another manufacturer) through the sheath. The hub/valve separated from the sheath portion with no harm nor adverse effects to the patient.